Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# va09abh, implanted: (B)(6) 2013, product type lead; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
It was reported that the patient was scheduled to have a lead revision on (B)(6) 2014. It was unknown why the lead revision was taking place or if there were any therapy issues. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.